Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.008725 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. No delivery anomaly noted during testing. Unit functioned properly. Unit was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 500 mg/dl. The customer was not wearing the insulin pump during the hospitalization and the customer was off the insulin pump less than 48 hours. The customer¿s current blood glucose level was 286 mg/dl. The customer alleged insulin pump was under delivering as the customer attempted corrections and the blood glucose level did not go down. The insulin pump will return for analysis.